Event description:
Legal papers state: pt alleges in 1996 he underwent left knee replacement surgery and received a j&j knee. Due to excruciating pain and discomfort a revision was performed in 2003. It is stated that the polyethylene was delaminated and was the cause of the product failure.